Event description:
The customer reported hydrogen peroxide contact after handling a processed biological indicator (bi). The customer reported burning, itching, and skin discoloration on her right thumb, index, and pinky fingers. The customer reported to the emergency room but did not receive treatment for the contact. The customer stated that the symptoms stopped "before the end of the day". The customer reported that the ri was not "pouched" for processing and that she did not know it was supposed to be.